Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing impedance measurements on the left ventricular channel and high out of range shock impedance measurements on the right ventricular channel. Reprograming of the device and a potential defibrillation threshold (dft) test were discussed. This device remains in service. No further adverse patient effects were reported. Additional information received reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead continued to exhibit gradually rising in shock impedance measurements greater than 125 ohms, with measurements averaging approximately 140 ohms. It was noted that the patient had received a 41j shock with a delivered shock impedance of 123 ohms. The technical services (ts) discussed troubleshooting options and programming considerations, such as possible lead revision versus commanded 41j shock. This crt-d system remains in service. No adverse patient effects or interventions were reported at this time.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing impedance measurements on the left ventricular channel and high out of range shock impedance measurements on the right ventricular channel. Reprograming of the device and a potential defibrillation threshold (dft) test were discussed. This device remains in service. No further adverse patient effects were reported. Additional information received reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead continued to exhibit gradually rising in shock impedance measurements greater than 125 ohms, with measurements averaging approximately 140 ohms. It was noted that the patient had received a 41j shock with a delivered shock impedance of 123 ohms. The technical services (ts) discussed troubleshooting options and programming considerations, such as possible lead revision versus commanded 41j shock. This crt-d system remains in service. No adverse patient effects or interventions were reported at this time. According to additional information, this crt-d system was explanted because it failed to convert the patient's ventricular fibrillation (vf). The patient presented to the emergency room (ER) after feeling symptomatic with the vf. This crt-d system provided and exhausted available therapy. The physician implanted a new implantable cardioverter defibrillator (ICD) system to best suit this patient who also has a left ventricular assist device (lvad). No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing impedance measurements on the left ventricular channel and high out of range shock impedance measurements on the right ventricular channel. Reprograming of the device and a potential defibrillation threshold (dft) test were discussed. This device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing impedance measurements on the left ventricular channel and high out of range shock impedance measurements on the right ventricular channel. Reprograming of the device and a potential defibrillation threshold (dft) test were discussed. This device remains in service. No further adverse patient effects were reported. Additional information received reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead continued to exhibit gradually rising in shock impedance measurements greater than 125 ohms, with measurements averaging approximately 140 ohms. It was noted that the patient had received a 41j shock with a delivered shock impedance of 123 ohms. The technical services (ts) discussed troubleshooting options and programming considerations, such as possible lead revision versus commanded 41j shock. This crt-d system remains in service. No adverse patient effects or interventions were reported at this time. According to additional information, this crt-d system was explanted because it failed to convert the patient's ventricular fibrillation (vf). The patient presented to the emergency room (ER) after feeling symptomatic with the vf. This crt-d system provided and exhausted available therapy. The physician implanted a new implantable cardioverter defibrillator (ICD) system to best suit this patient who also has a left ventricular assist device (lvad). No additional adverse patient effects were reported.